Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On the day of peritonitis diagnosis, the patient was hospitalized and treated with amikacin injection (125mg, once daily, intraperitoneal, discontinued on the same day), vancomycin injection (2g, every 5th day, once daily, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, ongoing) for peritonitis. Three days after hospital admission, the patient was discharged. At the time of this report, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.